Manufacturer narrative:
H.10: through further follow up communication, livanova learned that the device was actually placed inside the operation theatre during use, with the fan directed opposite to the patient and at an estimated distance of two (2) meters from the surgery field. Thus, the previous information about device placed outside the operating theatre was not correct.

Event description:
See initial report.

Manufacturer narrative:
There was no known patient involvement. PMA/510k: the heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A review of the DHR could not identify any deviations or nonconformities relevant to the issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t is contaminated with mycobacterium chimaera. A lab report stating contamination with mycobacterium chimaera has been provided. There is no known patient involvement.